Manufacturer narrative:
(B)(4).

Event description:
A hemodialysis facility reported that during treatment a membrane inside of the dialyzer burst causing the internal blood leak. The ebl was 250cc's. There is no report of pt ill effect. There is no sample available for eval.